Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up issue was observed. The device's interface board needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.